Event description:
It was reported the device displayed -force sensor- error, cannot be calibrated to high standard. No patient involvement or patient injury was reported.

Manufacturer narrative:
Other, other text: device evaluation completed h6 updated a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found top and bottom cases are in excellent condition. Screw boss cracked inside the left plunger case and no visible contamination. Functional testing performed power up process and performed calibration verification test. Reported problem duplicated during start up/self test. The root cause of the issue identified: force sensor error caused by the force sensor being out of calibration due to cracked screw boss on left plunger case. This is an out of box failure. Device is over one year old. It is unknown how the screw boss was cracked after the pump passed the quality inspection during the manufacturing process. The issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.